Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter inside the port tubing. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between august 23-24, 2023. H11: the actual device and photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. A foreign particle was identified on top outer rim edge of fill port connector when the cap removed, near the fluid pathway of the returned sample. Visual inspection of the photo sample showed a dark foreign matter can be observed on top of the fill port. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely inherent to contamination during the manufacturing and packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.